Event description:
As reported, upon retracting a 7f exoseal vascular closure device (vcd), the black window indicator was unable to close fully near the end of the retraction and the black indicator window remained stuck and opened halfway and the user was unable to deploy the device. Hemostasis was achieved by manual compression. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field and was used in the patient. The user was trained to the device. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use, and one exoseal device was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no stent near the site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed, and the physician did not have the thumb placed on the plug deployment button during retraction. The indicator window was not able to fully close during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, b4, b5, d9, g3, g6, h1, h2, h3, and h11. Please note that information on the facility where this event occurred was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, upon retracting a 7f exoseal vascular closure device (vcd), the black window indicator was unable to close fully near the end of the retraction and the black indicator window remained stuck and opened halfway and the user was unable to deploy the device. Hemostasis was achieved by manual compression. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field and was used in the patient. The user was trained to the device. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use, and one exoseal device was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, there was no stent near the site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed, and the physician did not have the thumb placed on the plug deployment button during retraction. The indicator window was not able to fully close during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18436380 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, upon retracting a 7f exoseal vascular closure device (vcd), the black window indicator was unable to close fully near the end of the retraction and the black indicator window remained stuck and opened halfway and the user was unable to deploy the device. There were no reported injuries to the patient. The device was properly stored and opened in the sterile field and was used in the patient. The user was trained to the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.